Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on october 10, 2019. Upon further investigation of the reported event, the following information is new and/or changed: g4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 4114, 3259, 4307). Method code: 4114 - device not returned. Results code: 3259 - improper physical structure. Conclusions code: 4307 - cause traced to component failure. The actual sample was not returned for evaluation. However, a picture provided was reviewed and confirmed the complaint. The product undergoes a series of inspections and leak testing in which this type of failure would have been detected. Additionally, a review of all recent builds of this custom pack were reviewed with no anomalies noted. Retention sample review is not possible as the lot number was not provided. It is most likely that a blunt force was applied to the unit but it is not known when or how this occurred. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that after cardiopulmonary bypass, upon picking up the oxygenator, the reservoir totally separated. *no patient involvement.